Manufacturer narrative:
Product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had three, not four, catheter revisions since the pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a CT scan had shown that the pump connector had become detached. The patient had presented with pain and increased spasticity. The next day, it was reported that the physician could not aspirate the catheter through the side port. It was reported that following a catheter revision on (B)(6), the patient had not been receiving drug. The patient began to have severe spasticity and he met with a healthcare professional (hcp) in the hospital. A CT scan was done that day and it was determined that a catheter revision was required. During surgery, the surgeon found a small hole in the pump connector and replaced the connector. Three days later, it was reported that the patient was having intermittent results since the replacement. The patient was showing signs of withdrawal with increased spasticity, so the surgeon aspirated the catheter through the side port and then disconnected the spinal portion and performed a leak test on the pump segment of the catheter. No leak was found in the pump segment. The surgeon decided to replace the spinal portion of the catheter. It was unclear as to exactly what was wrong with the spinal segment, but the surgeon felt he had thoroughly tested the pump segment and found nothing wrong. It was reported that this was the patient's fourth revision since his pump replacement the prior month. The system was delivering lioresal.